Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: record shows the product associated with this report was delivered to the blackpool facility, however the product was not located for evaluation. The investigation could not draw any conclusions about the reported event without the product to examine. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: two nc# associated with lot#9207054. Depuy synthes quality system has already address the current product issues.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary record shows the product associated with this report was delivered to the blackpool facility, however the product was not located for evaluation. The investigation could not draw any conclusions about the reported event without the product to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint #: (B)(4). No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cement packaging containing the powdered substance (polimetilmetacrilato) was not properly sealed and the powder was released from it. Since the powder is no longer within the package and the correct quantity has not been obtained, it cannot be used. There was no interaction during the surgical procedure, nor any delays reported.